Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.0/130 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.0/130 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.